Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter struts that perforated through the vena cava wall into the aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter struts that perforated through the vena cava wall into the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Information is pending and will be submitted in a follow up report when received. The following additional information received per the medical records state that during the implant procedure, the right common femoral vein was accessed. A 6-french sheath was advanced into the ivc. The trapease filter was deployed below the level of the renal veins. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter struts that perforated through the vena cava wall into the aorta. Additional information received indicated that the filter tilted and is embedded, and the patient reports to have experienced mental anguish and repeated episodes of pain and discomfort at or near the filter site. The indication for the filter placement and the patient¿s medical history have not been provided. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. Final vena cavogram showed normal visualization of the renal veins with no evidence of thrombus in the inferior vena cava and the filter was in good position. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, filter embedded, and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no imaging available for review it is not possible to draw a conclusion between the device and the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.